Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the wire broke off inside patient was determined. The original implanting doctor did not remove the old fragment. The patient is getting a device replacement this fall and the doctor will try to remove the old fragment of lead. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va18ydy, implanted: (B)(6) 2016, explanted: (B)(6)2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient called about the neurostimulator for the bladder. Caller said, they found a fragment of the lead they took out in 2022. A piece of the wire broke off inside the patient. They are going to try and get it out if they can.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va18ydy implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va18ydy, ubd: 22-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.